Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "lymph node in the union of the lower quadrants of the right breast", "patient is in constant pain".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side capsular contracture baker grade iii. The device remains implanted.